Event description:
Healthcare professional reported right side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
The device has been explanted and replaced.

Event description:
Healthcare professional later reported right side "palpable rippling of implants" and "leak at valve." The device has been explanted and discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. Device photo analysis: visual analysis of the photographs identified: visibility/palpability: unable to observe since it is a medical event and is not related to the device. Deflation/ visibility/palpability: unable to observe due to the quality of the photos provided. No further actions are required since no issue in the manufacturing of the device is observed.